Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified popliteal artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During plain old balloon angioplasty (poba), nominal was performed once for 10 seconds. Then, it was noted that the spread was bad so poba was performed with rated. However, it was noted that the balloon ruptured so the device was removed. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the anatomical location was in the 50% stenosed superficial femoral artery. The balloon was inflated twice, first with nominal pressure and second with rated pressure. The device was removed without any problem and there was no problem with the patient condition post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified popliteal artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During plain old balloon angioplasty (poba), nominal was performed once for 10 seconds. Then, it was noted that the spread was bad so poba was performed with rated. However, it was noted that the balloon ruptured so the device was removed. The procedure was completed with another of the same device. There were no patient complications reported.